Manufacturer narrative:
Product event summary: it was reported that the patient experienced a critical battery alarm. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the device revealed that the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed one (1) critical battery alarm involving (B)(4). During this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and battery. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Communication errors were investigated internally. Of note, the controller, (B)(4), in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during routine log file submission, a critical battery alarm was found by a clinical engineer. The ventricular assist device (vad) coordinator was unaware of the alarm. The battery was exchanged with no reported patient consequences.